Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is receiving sensor error alerts. It was stated that the customer was told that there might have been an issue with the insertion. Customer had inserted 4 sensor within 24 hours and all 4 of them had sensor error. Blood glucose value is 24 mmol/l; treated with an insulin bolus. Test plug procedure was performed twice and the transmitter failed. Nothing further reported.